Event description:
Caller alleged discrepant inratio2 results. Results as follows: inratio a=5.0. Inratio b= 2.2. Time between testing: <5 minutes apart. Therapeutic range: 2.0-3.0. Testing was done using different fingers. Serial number provided corresponds to inratio meter b. Reference MDR #2027969-2013-00995 for meter a.

Manufacturer narrative:
Product is not expected to be returned for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. Root cause could not be determined from the info provided by the customer. As reviewed on (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is required at this time as product deficiency was not established.